Event description:
Ous MDR - after an implantation time of about 12 months, oversensing was reported via home monitoring. An insulation defect on the lead was suspected. During the problem-free extraction, an insulation defect in the area of the lead fixation was confirmed. The lead was returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. It was noted that the insulation of the lead body was massively damaged by squashing about 27.5cm distal of the is-1 connector pin. In addition, damage to the coating of the rope conductors to the ring electrodes a2 and a3 could be noted at just that site. The observed damage manifestation, which confirms the clinical complaint, requires excessive pressure stress on the lead body. The characteristics of the damaged structure of the lead body(squashing) lead to the assumption of excessive mechanical stress on the lead due the "subclavian crush syndrome".